Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charge coupled device unit, and detached adapter screw. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Ted or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was identified during a demonstration. There were no reports of patient involvement.